Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system or coil used. It is concluded that the sustained injury of the patient was caused by a lack of distance between the patients legs. No padding was used to ensure sufficient distance between both legs to avoid skin-to-skin contact. Possible contributing factors are the patient condition, the total delivered rf dose and the fact she was covered with a sheet. (B)(4).

Event description:
The customer reported to philips that a patient sustained reddening of the skin on the inner thighs (with a diameter of 5 cm) containing several blisters (total size unknown) after an mr examination. The patient was positioned feet first supine and scanned with the sense body coil for an examination of the abdomen.